Manufacturer narrative:
One mw-319 was received in opened original packaging. The reported lot number was not verified. The received lot number was 1409031. A visual inspection of the device was performed, and the inner core needle was missing. The spring within the tubing is broken and disconnected from the outer needle. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 7 complaints, regarding 8 devices, for this device family and failure mode. During this same time frame 50,428 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised the following: follow these tips to reduce the potential for instrument or scope damage: never force the instrument into the channel. When removing the instrument from the pouch, uncoil but do not stretch. Make sure the needle tip is within the metal hub prior to use. Do not angulate the scope tip when the needle tip is in the scope's bending area. Retract the needle tip(s) into the metal hub prior to removal from the channel. Remove the instrument from the channel in a continuous retrograde motion. Minimize the channel bends when removing the instrument from the scope. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that a mw-319 device was being used in a bronchoscopy on (B)(6) 2019. It is reported that the needle would not retract and got stuck in the scope. Eventually it came loose but then the user noticed the inner core needle in the patient's lung. Further information found that the needle could not be retrieved during the bronchoscopy; therefore, the patient underwent imaging (cxr and CT scan) to confirm the needle location. It is reported that the patient coughed up the needle and swallowed it. It was then located in the stomach. The patient then underwent a esophagogastroduodenoscopy (egd) procedure to remove the needle from the stomach. These procedures extended the patient care ~2 hours. The patient was then discharged home after completion of the egd. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.